Manufacturer narrative:
The retrospective analysis has not indicated any technical failures operation of the system. Treatment parameters were in line with the typical range. The system performance was found to be according to spec and as expected. No new risk was recognized.

Event description:
Patient with an essential tremor was treated for a right hand tremor. On the one month follow up visit, the patient presented leg weakness. The leg weakness was reported to start a day after the treatment with worsening by the one week visit and improvement by the one month follow up.